Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was unable to charge. The patient was not able to connect with his patient programmer or implantable neurostimulator recharger. The poor communication screen was appearing intermittently on the patient programmer the last couple of days prior to the report. The patient was able to connect without the antenna. The patient programmer showed the warning screen ¿charge your implantable neurostimulator¿ and the patient had seen the screen for the past couple of days. The patient programmer appeared to be working as intended with even with the antenna attached by the end of the service call. The implantable neurostimulator recharger showed no coupling bars, and the patient charged when he slept the night prior to the report. The patient was never able to get good coupling since he was implanted, and he was never able to charge his implantable neurostimulator completely. The patient was able to get 2, 4 or 5 bars, but never had more than that. The patient saw the reposition antenna screen on the implantable neurostimulator recharger. Repositioning the antenna over the implantable neurostimulator did not resolve the issue. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.